Event description:
After implanting the screw, the deflection meter was triggered showing the screw inferior of the intended plan. Upon moving to l5l another lm check was suggested and navigation at this point but still looked accurate as the crosshairs were intersecting bone on axial and sagittal views. After using the hs drill and pilot drill the doctor was concerned. I had noticed the sound of the drills going through the layers of cortical bone wasn't reflecting what we were seeing on the navigation. The doctor immediately called for x-ray and put the verification probe into the hole he prepped for l5l. The c-arm was brought in and ap/lat shots showed each side was symmetrical but 5mm inferior of the pedicle. The l5r screw was removed. We bailed to pre-op CT workflow with e3d.

Manufacturer narrative:
This is being reported for a problem found earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no system malfunction. Investigation of the case logs showed that the root cause is traced to user technique. The user performed the case using a non-recommended drape with excelsius 3d as well as reflective fiducials that are not recommended by globus medical. Additionally, during navigation, the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted into the end effector. Skiving can lead to the misplacement of screws. The software correctly detected the force and alerted the user. The observed overall risk level is low which matches the observed anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.